Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating active state). No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor was inserted into the sim-vivo test fixture and all results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message from the adc freestyle libre 2 sensor and was unable to obtain readings. The customer experienced symptoms of sweating, loss of consciousness, and was treated with glucose tablets provided by his wife. There was no report of death or permanent injury associated with this event.